Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo a revision of clik anchor as it was painful at the spine.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the clik anchor was moved deeper. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient will undergo a revision of clik anchor as it was painful at the spine.